Event description:
The device was used during a gastric bypass procedure. Reportedly, the instrument misfired. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not available for evaluation.